Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was depressed for a week and a half after leaving the hospital (post-implant) because they didn't see any results but then after that it started working and they were going 3-4 times a day. The patient added they had noticed all of a sudden since tuesday last week they were not peeing on their own. The patient mentioned they had an appointment with their doctor on june 8th; they were still sore then, and when they got home from the trip, they had a few dribbles come out. The patient also mentioned that one time they were sitting at their desk and all of the sudden they got a shock in the middle of their butt. The patient sent a message to their healthcare provider (hcp) about this and their hcp said they would discuss it at the next appointment. The patient then stated that a couple days later they were in the bathtub and the issue happened again. When asked if there were any changes in diet or anything that could have affected the device or therapy, the patient noted that they had been eating better now than they did before they had the device/therapy implanted. The patient also added they changed the program yesterday and they got shocked so they had to change it back to the program they were on, as instructed by their hcp and they were redirected to [the manufacturer]. The patient wondered if that would happen with all the programs. Therapy information, stimulation expectations, general programming guidance, and the role of [the manufacturer] were reviewed with the patient. The patient requested their manufacturer representative (rep) contact them. An email was sent to the rep. The patient was redirected to their hcp to further address the issue. Additional information was received from the patient. They called back stating that the rep did not call them and they were still having issues. The patient was advised to reach out to their hcp to further investigate.